Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit before and after 3 battery changes. The customer also indicated that the pump has a blank display and alarmed lost sensor. The customer's blood glucose reading was 465 mg/dl at the time of incident. Troubleshooting found that the customer does not have a new battery to install and was advised that a replacement battery cap would be sent and to monitor pump and call back if any further issues.